Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed unexpected restart twice. The alarm history was checked and two unexpected restart and two external ram error alarms were found. Customer stated a temporary basal was not programmed before the unexpected restart alarm occurred. The insulin pump was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery. Blood glucose value is 190 mg/dl. Nothing further reported.

Manufacturer narrative:
The pump passed the self test, and no alarms were noted during testing. The pump passed the error test. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.